Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used in the ampulla during an endoscopic retrograde cholangio pancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed from the catheter. Another of the same device was opened, and the same problem occurred. The procedure was not completed due to the access was too difficult with tumor ingrowth around ampulla and cbd. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of procedure cancelled. Block h11: the device was not returned for analysis; therefore, product analysis could not be carried out. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labeled indications. The hemoclips is designed to be compatible with forward-viewing endoscopes with working channels equal to or greater than 2.8 mm; however, the complainant reported that the type of procedure was ercp, which uses a side-viewing scope. The instructions for use (IFU) contains detailed device information and instructions for the device's use, and there is no evidence that there is any issue with the translation, wording, or graphics of the IFU/labeling information. The investigation summary could not identify any problems related to the reported event, as the device was not returned for functional testing. Furthermore, based on the event description and information provided by the customer, the device was used in a manner inconsistent with a written instruction in the instructions for use (IFU). According to the information provided, it was reported that the clip was used with a duodenal scope; therefore, this event is catalogued as failure to follow instructions. Regarding the reported cancelled procedure and based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Block h11: correction: (block d4).

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of procedure cancelled. B5 has been updated. B7 updated.

Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used in the ampulla during an endoscopic retrograde cholangio pancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed from the catheter. Another of the same device was opened, and the same problem occurred. The procedure was not completed due to the access was too difficult with tumor ingrowth around ampulla and cbd. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of procedure cancelled.

Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for adenocarcinoma blockage of the biliary tree in the ampulla during an endoscopic retrograde cholangio pancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed from the catheter. Another of the same device was opened, and the same problem occurred. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.